Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the nurse. The rn said the blood leak occurred towards the end of a patient¿s four-hour treatment, with thirty to sixty minutes remaining. The blood leak was reported to be internal. Blood was confirmed to be visually observed in the dialysate drain line on the arterial side. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius 5008x bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined further treatment and their treatment was not completed. The sample was reported to be available for manufacturer evaluation.